Event description:
It was reported that device diagnostics resulted in high impedance. X-rays were taken and sent to manufacturer for review. Based on the assessed images, no obvious cause for this high impedance was identified. The high impedance was first obtained on (B)(6) 2013. The physician reported that the device was not programmed off after observing the high impedance. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. It was reported that the patient was referred for surgery. Surgery is likely, but has not occurred to date.

Event description:
Additional information was received via an article, indicating that the patient experienced an increase in seizures. The article is titled vns lead removal or replacement surgical technique, institutional experience and literature overview published on (B)(6) 2015.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the patient underwent lead replacement on (B)(6) 2014. It was reported that the lead was not intact when it was explanted and the explanting facility discarded the lead.

Event description:
Additional information as provided indicating that the patient underwent a generator replacement prior to the lead being replaced, but the patient continued to have high impedance with a new generator connected to the old lead. The lead was later removed and the post-op impedance values were within normal limits.